Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 564 mg/dl, 247 mg/dl, 400 mg/dl. The customer was treated with bolus for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated infusion set had bent cannula. Customer stated insulin pump received multiple insulin pump error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self-test and it was passed. The device will not be returned for analysis.